Event description:
It was reported that a web device could not be detached. There was no harm to the patient and the case was finished with a different web device. There was no intervention.

Manufacturer narrative:
The investigation of the returned web system found the pusher kinked at the hypotube-to-connector junction. The unit did not pass continuity and resistance testing; furthermore, the implant was unable to detach during the investigation, which is consistent with the alleged product issue. The investigation found that the core wire was kinked, the lead wires had separated from the core wire, and the lead wires were broken at the distal section of the pusher. The broken lead wires is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strength. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Manufacturer narrative:
The device was received for evaluation. The investigation is currently ongoing. The results will be submitted in a supplemental report.

Event description:
It was reported that a web device could not be detached. There was no harm to the patient and the case was finished with a different web device. There was no intervention.